Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. The hospital refuses to use the device due to the speck in it. They think it affects sterility. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unk procedure that there was a spec in the tyvek wrap before usage. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent 10/8/2024. D4 batch #x95j89. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned inside its package unopened; upon visual inspection, no damages on the package were noted. However, white and black foreign matter was noted inside the packaging. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. Additionally, a photo was provided and it showed a device inside of its package with a white foreign matter. The event described of packaging integrity could not be confirmed as no damages were noted on the package. The defect observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot x95j89, and no non-conformances were identified.